Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-725h-(B)(4): the fiber/glass cap is fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, and erased red octagonal sign and blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during bph procedure at 34000 joules of use the fiber "suddenly fell apart". Additionally it was reported that 701,358 joules and 98 minutes were used. The fiber tip (cap) was not cleaned during the procedure as it was stated to be clean so no need to clean it. The procedure was completed using second fiber. Patient outcome: "ok" reported. No injury to patient was reported.